Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and scratches on the reservoir tube window.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during priming. The customer reportedly stated that he rewound the insulin pump and pushed the piston in with a pen, and the piston went in further. He then put the reservoir back in and was able to successfully prime the tubing. The drive support cap appeared normal. A small crack was also mentioned to be extending from the corner of the screen. A displacement test was performed and passed. It was stated the insulin pump was not exposed to a magnetic resonance imaging machine, but was worn during knee surgery at a hospital. The customer stated he would revert to an insulin pen for treatment. His blood glucose was 8.2 mmol/l. Nothing further was report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).